Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15309. It was reported that the patient's leads had migrated and patient underwent surgery on (B)(6) 2021 wherein a lead was added to capture extended area of pain. The patient has effective therapy post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.